Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pump erosion in the scrotum, impending erosion of the right cylinder through the glans, and infection. Upon revision, the physician intended to remove and replace the ipp with a tactra; however, during removal, he found that the left distal cylinder had crossed over. Due to extensive scarring, the physician decided not to place an implant until the patient is fully recovered. No additional patient complications were reported.